Event description:
User experienced burning in their eyes. When user went to dr, dr asked pt to flush their eyes with water and soak lens in saline. Mother is concerned about the labeling on the product. The solution contains hydrogen peroxide and needs to be neutralized before use. The need for neutralization is in small print and on the side of the label.